Event description:
It was reported that sterility was compromised. Drug eluting 100-300 micron dc beads were selected for use. The packaging was poor. The edge of the packaging was opened, and the affected component was the cap of the vial. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that sterility was compromised. Drug eluting 100-300 micron dc beads were selected for use. The packaging was poor. The edge of the packaging was opened, and the affected component was the cap of the vial. The procedure was completed with a different device. No patient complications were reported. It was further reported that "edge of the packaging" refers to the edge of the cap. The cap of the vial was damaged.